Event description:
The reporter indicated being unable to adjust the pulse width in the bradycardia parameters for normal or post shock. The device memory printed and back up reset preformed. After backup reset was successfully preformed, the caller was able to adjust the pulse width.